Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to ask an operational question during dwell 4 of 4 of treatment. The patient was not feeling well and needed to cancel the treatment to go to hospital. The fresenius technical support representative assisted the patient in cancelling the treatment and stat draining, while letting her know to follow up with peritoneal dialysis registered nurse (pdrn). During follow-up, the patient¿s pdrn confirmed the patient presented to the emergency room with complaints of nausea and vomiting. Upon admission it was discovered the patient¿s systolic blood pressure was in the 60¿s due to apparent dehydration. The hospital staff administered an intravenous (IV) normal saline bolus (volume not provided) and an IV antiemetic (specifics not provided) with good effect (nausea, malaise, vomiting, hypotension subsided). After further evaluation, it was discovered the patient¿s dietary and fluid intake for the last 72 hours was minimal due to feeling unwell. The patient reportedly received a covid vaccine on (B)(6) 2025 and contracted pneumonia as a result. The patient was treated with an IV antibiotic (specifics not provided) and her condition improved. The patient continued to undergo ccpd while hospitalized and was discharged in stable condition on (B)(6) 2025. Following discharge, the patient resumed ccpd at home utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to the covid vaccine which created the pneumonia, thus causing the patient to feel unwell (e.g., poor appetite, nausea, vomiting, hypotension). Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of malaise, nausea, vomiting, loss of appetite, dehydration, and hypotension, which warranted hospitalization, IV fluid replacement, and the administration of antiemetic medication. The pdrn attributed causality to a covid vaccine which developed into a pneumonia, thus causing the patient to feel unwell (e.g., poor appetite, nausea, vomiting, hypotension). Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to ask an operational question during dwell 4 of 4 of treatment. The patient was not feeling well and needed to cancel the treatment to go to hospital. The fresenius technical support representative assisted the patient in cancelling the treatment and stat draining, while letting her know to follow up with peritoneal dialysis registered nurse (pdrn). During follow-up, the patient¿s pdrn confirmed the patient presented to the emergency room with complaints of nausea and vomiting. Upon admission it was discovered the patient¿s systolic blood pressure was in the 60¿s due to apparent dehydration. The hospital staff administered an intravenous (IV) normal saline bolus (volume not provided) and an IV antiemetic (specifics not provided) with good effect (nausea, malaise, vomiting, hypotension subsided). After further evaluation, it was discovered the patient¿s dietary and fluid intake for the last 72 hours was minimal due to feeling unwell. The patient reportedly received a covid vaccine on (B)(6) 2025 and contracted pneumonia as a result. The patient was treated with an IV antibiotic (specifics not provided) and her condition improved. The patient continued to undergo ccpd while hospitalized and was discharged in stable condition on (B)(6) 2025. Following discharge, the patient resumed ccpd at home utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to the covid vaccine which created the pneumonia, thus causing the patient to feel unwell (e.g., poor appetite, nausea, vomiting, hypotension). Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to ask an operational question during dwell 4 of 4 of treatment. The patient was not feeling well and needed to cancel the treatment to go to hospital. The fresenius technical support representative assisted the patient in cancelling the treatment and stat draining, while letting her know to follow up with peritoneal dialysis registered nurse (pdrn). During follow-up, the patient¿s pdrn confirmed the patient presented to the emergency room with complaints of nausea and vomiting. Upon admission it was discovered the patient¿s systolic blood pressure was in the 60¿s due to apparent dehydration. The hospital staff administered an intravenous (IV) normal saline bolus (volume not provided) and an IV antiemetic (specifics not provided) with good effect (nausea, malaise, vomiting, hypotension subsided). After further evaluation, it was discovered the patient¿s dietary and fluid intake for the last 72 hours was minimal due to feeling unwell. The patient reportedly received a covid vaccine on (B)(6) 2025 and contracted pneumonia as a result. The patient was treated with an IV antibiotic (specifics not provided) and her condition improved. The patient continued to undergo ccpd while hospitalized and was discharged in stable condition on (B)(6) 2025. Following discharge, the patient resumed ccpd at home utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to the covid vaccine which created the pneumonia, thus causing the patient to feel unwell (e.g., poor appetite, nausea, vomiting, hypotension). Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover underneath the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.